Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an crt-d system implanted without complications. The quad lv lead was inserted easily with good threshold and no phrenic nerve stimulation at 10v. Post-implant, the patient felt intermittent phrenic nerve stimulation at the optimal vector setting. It was agreed to leave vector unchanged overnight. At the follow up one day after the implant procedure, the patient continued experiencing phrenic nerve stimulation on all vectors even when pacing 0.25v above threshold. The thresholds were good on all vectors (0.75-1.25v at 0.5ms). The patient was left programmed p4 to rv coil at 0.75v at 0.4ms (same as threshold measurement) with slight intermittent phrenic nerve stimulation. The patient will be followed up by doctor (B)(6) in 2 weeks to see how he feels and discuss options.